Event description:
The procedure had just started to return fluid to the pt when a leakage was noted at the plastic connection slightly above the proximal part to the pt. The pt had an approximate blood loss of 36-40 ml, which was discarded in the blood warmer tubing. Ref MFR #1722028-2011-00476 and 1722028-2011-00477.